Event description:
Please note: this report pertains to the second of two devices that were used during the same procedure. Refer to manufacturer reports # 3005099803-2008-1533 for the first device. In 2005, it was reported to boston scientific corporation, that a procedure using an ultraflex covered ng esophageal stent occurred. According to the complainant, on the first stent the suture broke upon deployment. The device was removed and a second ultraflex covered ng esophageal stent was used to complete the procedure. The second stent was deployed, but did not fully expand; the device "folded at the top." The physician left the stent in place and will perform a dilitation if it does not fully expand.there were no complications and the patient's condition was reported as "fine."

Manufacturer narrative:
A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.